Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 27, 2023 indicated that the patient experienced left sided soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with two mentor memorygel breast implants (250cc on the right, 200cc on the left) and suffered bilateral capsular contracture (grade ii on the right, grade iii on the left) postoperatively. Originally, the patient was prescribed singular and instructed to massage the affected areas, but this did not resolve the issue. As a result, the patient had the devices explanted and replaced with like devices (serial number (B)(4) on the right, (B)(4) on the left) on (B)(6) 2018. Upon explant, the physician noted necrotizing fatty tissue in the lower poles of each breast. This report is for the patient¿s left-sided device. On 11/26/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicated reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number.